Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
"Patient was experiencing complications with her metal on metal hip. According to the surgeon, it looked like it had to do with the position of the cup. Once in surgery, it was noted that the patient was experiencing metallosis. Because of this, the patient's abductors were gone and her bone quality was poor. Surgeon than decided, he needed to remove the cup and cement in a tritanium. A few days later during her post op visit, patient continued to dislocate. Surgeon once again brought patient back to surgery and the position of the cemented cup had changed. Surgeon removed cemented cup and decided to do a pressfit tritanium cup along with placement of some screws to better fixate the cup from moving."